Event description:
A report was received that the patient's leads eroded the subcutaneous fat. The lead site was palpable and caused discomfort. Fluoroscopy confirmed that the leads were a little bit superficial and coiling deep into the skin. The patient underwent a lead revision procedure and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50 cm iii lead.